Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. The clinical data was cleared by the customer and not available for review as part of the investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the nurse performing the 30 joule self test believes she felt a "strong heated" feeling. The user felt inappropriately delivered energy when pressing the shock button. Complainant did not indicate if the nurse required medical attention.